Manufacturer narrative:
Without the benefit of examination and testing, coloplast is pre-cluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this complaint describes an end user who used peristeen and had a bowel perforation. He underwent an emergency surgery and stayed in the intensive care unit with a formation of stoma. No further information is available.